Manufacturer narrative:
Company representative instructed the customer to reboot the central station tower and the problem was resolved.

Event description:
Customer reported no ECG waveform at the panorama central station's display, which may have affected telemetry monitoring. No patient injury was reported.